Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose level was 108 mg/dl. During contact with tandem technical support, the customer changed the cartridge and infusion tubing.